Event description:
It was reported that during a surgical procedure at the user facility, the device ceased to function, causing a procedural delay of unspecified length. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The surgical delay was determined to be 5 minutes. This length of delay is not considered reportable, and this report was therefore not required. The loss of function leading to the delay was caused by a failure of the e-box. The device was repaired and returned.

Event description:
It was reported that during a surgical procedure at the user facility, the device ceased to function, causing a 5-minute procedural delay. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.